Event description:
Pt developed endophthalmitis and hypopyon 2-days postoperative. Visual acuity was 20/400. Cultures showed enterococcus faecalis. It is unknown if this event is product related. A vitrectomy was performed and intraocular antibiotic injection was given. Lens remains implanted in the pt's eye.